Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of received one device. A tactile and microscopic inspection of the sutures was performed with no abnormalities. Upon microscopic inspection of the suture, the suture appears too disengaged from the needle under tension, upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. Upon microscopic inspection of the loop, the loop appears to have broken under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter after laparoscopic prostatectomy, surgeon placed two sutures on tissue and passed a needle through the loop of another suture, then the loop of one of the two sutures broke. The procedure was completed with another device. The surgical time was not extended. The status of the patient is with no problem. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred.

Manufacturer narrative:
Initial notification of this reportable event to FDA. If information is provided in the future, a supplemental report will be issued.